Event description:
A peripherally inserted central catheter was placed in the right saphenous in 03 and advanced to the level of diaphragm 25 cm. It worked well but on removal in 03 only 10.5 cm came out with no tugging or discontinuation felt in removal. The tip of the found catheter has a beveled angle, with a slight tear at the end. The remaining portion of catheter 14.5 cm was found lodged in right femoral vein. Pt was transferred to another facility for two days where the catheter was removed. Pt now doing ok.